Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer didn¿t perform the air removal step during the load sequence. Tandem technical support educated the customer on the proper load sequence steps. Customer continued the pump and supplies for insulin delivery. There was no adverse impact to customer's blood glucose level.